Event description:
The customer reported to baxter colombia that an administration set with a roller clamp that did not close. It is unknown during which process step the reported condition occurred. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The product was received in its original packaging. Visual inspection was performed and the roller clamp was found to be broken. Therefore, the reported condition was confirmed. The root cause of the broken roller clamp was determined to be a failure of the roller assembly machine. Should additional relevant information be received, a follow-up medwatch will be submitted. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.